Event description:
A peritoneal dialysis (pd) pt's contact reported that the pt had a leak from her cycler. The pt reported that her cycler had alarmed but she could not recall what the alarm was for. The leak was coming from the cassette door. She discontinued treatment. The set was discarded. During follow up, the pt's pd nurse reported that the pt did not have any signs of infection. She was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Companion samples from some of the identified lots were returned for investigation, use tested, and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.